Manufacturer narrative:
The exact implant date is unknown. The catalog number is unknown, if received it will be provided. Complaint conclusion: as reported, the patient underwent placement of the optease inferior vena cava (ivc) filter. The indication for filter implant is not available. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, blood clots, clotting and occlusion of the ivc filter, and recurrent dvt (deep vein thrombosis). As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, dvt and occlusive thrombosis within the filter do not represent device malfunctions. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, blood clots, clotting and occlusion of the ivc filter, and recurrent dvt. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Event description:
Information received per an amended patient profile form (ppf) states that in addition to the previously reported events the patient also experienced filter tilt, fractured filter within the inferior vena cava (ivc), ivc perforation, organ perforation, filter embedded/unable to be removed, stenosis and caval thrombosis. The patient became aware of the reported events approximately four years and eight months post implantation. Filter removal was attempted approximately seven years and eleven months post implantation.

Manufacturer narrative:
Section h6: health effect - clinical code: code 4440 was used for caval thrombosis and post-thrombotic syndrome. As reported a patient underwent placement of the optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, blood clots, clotting and occlusion of the ivc filter, and recurrent dvt. The patient reported becoming aware of the event approximately four years and eight months post implant. The patient also reported experiencing post-thrombotic syndrome, pain in both legs, problems walking, stomach pains, and anxiety. According to the implant record the indication for the filter implant was upper gastrointestinal bleeding while on coumadin with a history of history of bleeding problems, pulmonary embolism. The filter was placed via the right femoral vein and deployed under fluoroscopy. Additional information provided by the patient indicated that in addition to the previously reported events the patient also experienced filter tilt, fractured filter within the inferior vena cava (ivc), ivc perforation, organ perforation, filter embedded/unable to be removed, stenosis and caval thrombosis. The patient became aware of the reported events approximately four years and eight months post implantation. An unsuccessful filter removal was attempted approximately seven years and eleven months post implant. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and thrombosis and/or occlusion and stenosis within the device or within the ivc and/or vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include the patient¿s pre-existing comorbidities, pharmacological and vessel characteristics. The predominant concern for embedding within the wall of the ivc is the development of endothelialization, the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. The optease retrievable vena cava filter is indicated for retrieval up to 23 days post-implantation. Following this period of time, and as early as twelve days, there is potential for endothelialization around the filter struts. Without images or procedural films for review, the reported filter tilt, fracture, perforation and retrieval difficulty could not be confirmed, and the exact cause could not be determined. Ivc filter tilt has been associated with operator technique, vessel characteristics, specifically asymmetry and tortuosity. Additionally, the timing and mechanism of the filter tilt is unknown. The IFU states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. A review of the IFU notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Post-thrombotic syndrome (pts) is a problem that can develop in nearly half of all patients who experience a deep vein thrombosis (blood clot) in the leg. Pts symptoms include chronic leg pain, swelling, redness, and ulcers (sores). Pts, pain and anxiety do not represent a device malfunction and may be related to underlying patient specific issues, such as, vessel characteristics, pharmacological and patient factors. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, blood clots, clotting and occlusion of the ivc filter, and recurrent dvt. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information was received per the patient¿s implant records: the patient¿s pre-procedural medical history includes blood thinners, history of bleeding problems, pulmonary embolism, anticoagulation with coumadin. Upon admission to the hospital, deep venous thrombosis prophylaxis was initiated with sequential compression devices bilaterally. During the implantation procedure, a femoral approach was used. The filter was implanted with the filter due to recurrent upper gl bleeding while on coumadin. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately four years and eight months post implantation. The patient also reports to be suffering from post-thrombotic syndrome, pain in both legs, problems walking, stomach pains, and anxiety.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the patient underwent placement of the optease inferior vena cava (ivc) filter. The indication for filter implantation was recurrent upper gl (gastrointestinal) bleeding while on coumadin. Per the patient¿s implant records, the patient¿s medical history includes blood thinners, history of bleeding problems, pulmonary embolism, anticoagulation with coumadin. Upon admission to the hospital, deep venous thrombosis (dvt) prophylaxis was initiated with sequential compression devices bilaterally. During the implantation procedure, a femoral approach was used. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, blood clots, clotting and occlusion of the ivc filter, and recurrent dvt. Per patient profile form (ppf), the patient became aware of the reported events approximately four years and eight months post implantation. The patient also reports to be suffering from post-thrombotic syndrome, pain in both legs, problems walking, stomach pains, and anxiety. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Post thrombotic syndrome, pain and anxiety do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.